Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 190mg/dl. The customer states being in the pool with the insulin pump on. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The device is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked also, moisture damage was found on the keypad trace. No moisture damage electronic assembly. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.